Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was hospitalized for the event. The patient had a new catheter placed and was using ultrabags. Further treatment for peritonitis was not reported. At the time of this report, the patient was recovered from peritonitis. It was not reported, if the patient was retrained on the proper aseptic techniques. No additional information is available.